Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 5076-45, lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient received two inappropriate shocks from the patient's right ventricular (rv) lead. The rv lead had a fracture, high pacing impedance, and was oversensing noise and short v-v intervals. The rv lead was programmed off, and the patient was referred for an rv lead extraction. One week later, the rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Analysis of the device memory indicated a right ventricular (rv) lead integrity alert (lia) occurred on (B)(4) 2015 for short interval counts (sic) greater than 30 in 3 days and 2 or more high-rate non-sustained episodes of lead noise oversensing. Analysis of the device memory indicated the impedance on the rv lead was beyond the expected upper range. On (B)(4) 2015, rv pacing impedance rose to 4047 ohms. Analysis of the device memory indicated oversensing due to non-physiologic signals/ sic. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy due to lead noise oversensing. Beginning (B)(4) 2015, sic count was at 1332.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.